Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: weight to the spec and deformation. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "a pool of liquid that is consistent with silicone"

Event description:
Patient reported ¿my right-side implant feels like there is a bubble in the crease.¿ they couldn¿t palpate the bubble, and it seems to move around and disappear. They sent me have to multiple ultrasounds and mammograms, that didn¿t show anything. A year later its bigger, and there¿s a little bit of itching.¿ pathology reported "a pool of liquid that is consistent with silicone¿ and inflammatory response. The device has been explanted.